Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled", "pacer disabled", "pacer fault 116", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was duplicated and attributed to an unseated system interconnection flex cable on the system board. The flex cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.